Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with pre-operative dia gnosis for ddd. Procedure or therapy performed was t10 to pelvis revision and posterior fusion. Levels implanted t10-s2. Patient had a medical history of degenerative disc disease and history of smoking but not within last 6 month. It was reported that the surgeon implanted cage, expanded cage then collapsed cage to modify placement. Surgeon then alleged the inserter didn¿t feel tight on the implant. He tried to tighten inner collar as snug as possible to secure implant but it seemed loose. He attempted to expand the cage and the expansion driver wouldn¿t go down all the way and cage wouldn¿t expand. He then explanted the implant to inspect it. Cage was removed from inserter and reattached. Prior to implanting he attempted to expand cage and it would not expand. Surgeon switched to a different inner cannula and experienced similar expansion difficulty. Surgeon ended up switching to new cage and finished surgery. Explanted implant and re-implant the new cage resulted in 20-30 minute delay. After surgery cage was inspected and cleaned tried to get cage to expand but it made a squeaking noise as it was cross threaded. After multiple expansion/collapse attempts the device seemed to work better but still had slight resistance. There was no fragment left inside the patient. There was no patient symptoms or complications as a result of this event. Tip of driver twisted/stripped while removing non-medtronic pedicle screws. Also tip of another driver broke off while removing non -medtronic pedicle screws. Broken fragment stay within tulip head of screw and was explanted without any patient complications.

Manufacturer narrative:
H3. Product analysis product ID : 815-517 lot no. : kh20m574 visual and optical inspection confirmed the tip of the driver has broken. Optical inspection revealed a brittle fracture surface. This type of damage is consistent with bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.